Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a discrepant result on the realtime sars-cov-2 assay versus other methodology (viasure sars-cov-2 real time pcr detection kit, certest biotec). The sample initially generated a positive result when run on the realtime sars-cov-2 assay. The result was questioned by a physician and the patient and a second sample was obtained for testing on the viasure assay which generated negative results. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There was no noise observed in the run. There is no indication that the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 513973 is performing outside of established design performance specifications. Quality data review: the device history record review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 513973 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 513973. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 513973 and its components. The quality control (qc) release test for the final amplification kit met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing of the amplification reagent kit. The CAPA review did not identify any issues related to the reported complaint. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for one patient sample when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 513973. The complaint history review did not identify any additional complaint tickets related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 513973. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 513973 was not identified.